Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (2000 mcg/ml, 400 mcg/day; lot number was unavailable) for cerebral palsy and intractable spasticity. The pump and catheter were replaced on (B)(6) 2015 and discarded. The event date was unable to be obtained. The patient had a catheter revision [refer to manufacturer report # 04209178-2015-22012] a few weeks ago and developed an infection at the pump pocket. No diagnostics were performed. The hcp explanted the old pump and catheter and re-implanted a new catheter and new pump on the other side of the patient during the same surgery. The issue was resolved at the time of this report. The patient's status at the time of the event was stated to be alive with no injury. Additional information received on 12-nov-2015 from a company representative indicated the baclofen information was not able to be obtained because the patient was filled by a home health agency. The exact company was unknown, so information was unable to be obtained.